Manufacturer narrative:
(B)(4). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. It was further reported that upon starting a lipid administration, lipids were coming out of the port located right above the filter. The issue was identified during use. As a result, a new lipid solution was made by the pharmacy, and a new setup was used to deliver the patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a5: ethnicity: hispanic/latino (previously submitted as ni). Correction made to b3/d10: 5/31/2020 (previously submitted as 5/31/2021). Additional information was added to h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.